Event description:
It was reported that log files were submitted for review and captured driveline power (a) fault alarms on 02mar2024. It was noted that the system controller was exchanged on the morning of 02mar2024. It is unknown if the alarm occurred on the original controller before the swap or the new controller after the swap. Mechanical circulatory support (mcs) equipment was operating as expected. It was additionally reported that the exchange of the system controller was in an effort to mitigate the alarm. The alarm resolved initially however reoccurred a few hours later. The patients modular cable was exchanged, and the alarm resolved once again. No further alarms occurred after the exchange of the modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: lot number, model number, catalog number and primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm associated with power a broken fault flags; however, a specific cause for the alarm could not be conclusively determined through this evaluation as no product was returned. The submitted log files confirmed that a driveline power fault alarm associated with a power a broken fault flag became active on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Additional information revealed that the primary system controller was exchanged on the morning of (B)(6) 2024 in an effort to mitigate the driveline power fault alarm. The alarm reoccurred on the backup controller, and the patient's modular cable was then exchanged. It was reported that no further alarms occurred on the new modular cable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for the modular cable, lot number 8278028, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿ covers alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Section 10 of the patient handbook, entitled ¿safety checklists¿, and section f of the IFU, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of hm 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.